Event description:
It was reported that a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in generated a leak of dobutamine 250mg in d5w during patient use. The reporter stated, "leakage on clave additive port." The quantity affected is 1 and is not available for return. A sample picture is available showing the involved product inside plastic packaging. There was no drug exposure to the patient or healthcare provider. The event was noted during infusion. There was no other physical damage reported. There was no patient harm reported.

Manufacturer narrative:
A picture showing a burette set with writing on the burette inside the packaging was returned. The complaint of leakage on the clave additive port cannot be confirmed based on the returned image. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.